Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) was seen in the emergency room (ER) as mentioned that patient passed out while driving and woke up in car on side of the road. The device delivered two appropriate shocks and after that the patient's heart rate was at 43 bpm. The physician reviewed the telemetry and stated that the patient received ineffective anti-tachycardia pacing (atp) and three shocks, from which the first two terminated the rhythm but the patient went back to fast ventricular tachycardia (vt) shortly after and the third shock terminated the rhythm. The patient had true vf/vt and atp and shocks were successfully provided. Additionally, there were stored pacemaker mediated tachycardia (pmt) episodes. The patient was scheduled to be seen in the clinic the following day for further evaluation. At this time, this crt-d remains in service and there were no additional adverse patient effects reported.